Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that approximately one month post implant, both the right ventricular (rv) lead and the right atrial (ra) lead were dislodged and this was confirmed by x-ray. Both leads were revised and remain in use. No patient complications have been reported as a result of this event.